Event description:
It was reported to philips that the system gave an error message of "acq: image store: inconsistent image store - frontal ippc" which could affect imaging. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional the device was in clinical use at the time of the event. A philips field service engineer (fse) inspected the system onsite and confirmed that the system gave an error message. Upon some functional test, fse found there is an inconsistency in the patient database with respect to the stored images on the frontal ippc. Fse re-create image procedure. After re-creating image procedure, the system returned to use in good working order. The codes were updated based on the investigation outcome.